Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: 0.035, sheath: destination 6 fr, stent: xact 8-6x40. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the internal carotid artery that was moderately calcified. The filter could not be encapsulated in the retrieval catheter for removal and was removed from the anatomy outside the retrieval catheter. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. It should be noted that the emboshield nav 6 instruction for use instructs to use the provided retrieval catheter to retrieve the filter. In this case, it is likely that attempting to retrieve the filter with the delivery catheter contributed to the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. The investigation determined that the reported difficulties were likely user related. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information received is as follows: the delivery catheter, not the retrieval catheter, was used to retrieve the filter. The filter was in the opened state when it was removed from the patient. No additional information was provided.